Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at a single fire. The evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once during fixation. The device functioned as intended during functional and simulated use testing. The most probable cause is an event occurring during user/device interface. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in apr 2024. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke.". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the capsure fixation device deployed 2 fasteners during a single shot. There was no reported patient injury.